Event description:
Five different patients developed surgical site infection requiring additional treatment/wound vac after using the zipline product too close the surgical site. FDA safety report ID # (B)(4).